Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total knee arthroplasty/capsulorrhaphy, while suturing, the thread broke and another suture was needed. There was no patient harm reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted a partial suture and one needle. The needle was observed to be attached to the suture. The suture was observed to be broken near the loop. However, upon microscopic inspection, the loop was intact. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.